Event description:
After using the #5 4 in 1 femoral cutting block the surgeon extracted the instrument using the express cutting block impactor/extractor device. It was noted after extraction that one of the pegs from the instrument was still in the medial condyl. The peg was removed using pliers and the case carried on as normal.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
After using the #5 4 in 1 femoral cutting block block the surgeon extracted the instrument using the express cutting block impactor/extractor device. It was noted after extraction that one of the pegs from the instrument was still in the medial condyl. The peg was removed using pliers and the case carried on as normal.

Manufacturer narrative:
An event regarding a fixation peg disassociating from a size #5 4-in-1 cutting block captured assy. Tria. Exp. Instr. Was reported. The event was confirmed. Visual evaluation showed the device was returned with one fixation peg disassociated from the block, and there was no evidence of an interference fit between the disassociated peg and the blind hole. Dimensional analysis determined that the cutting block hole was oversized. Medical records review not performed as no medical records were received for review. No medical intervention, surgical delay, or adverse consequences were reported and the procedure was completed successfully. A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been similar events for the reported lot. Based upon the conclusions of the visual and dimensional analysis, it was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block and had reamed the cutting block hole oversized which led to the pin coming out of the assembly.